Event description:
It was reported that the patient presented to surgery with pre-op diagnosis of transition syndrome at l3-4 with spinal stenosis. Patient underwent arthrodesis fusion at l3-l4. Per op notes, surgeon decorticated the pars at l3 and into the facets at l3-4. Once this was done, a small rhbmp-2/acs was used on either side in the lateral gutters. The sponge was wrapped around the local bone as well as allograft chips. These were packed down into the lateral gutters around the pars and down around the facet joints. There were no complications. Reportedly, the patient developed unspecified injuries following the use of rhbmp-2/acs.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.